Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product has been returned to zimmer biomet. Once the product has been evaluated and the investigation is complete, a follow up/final report will be submitted. G2: foreign - japan.

Event description:
It was reported that during incoming inspection on (B)(6) 2023, hair like debris was found in the sterile package. There was no patient involvement. No adverse events were reported as a result of this malfunction. Due diligence is complete. No further information is available.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Visual examination of the returned product/provided pictures identified a hair-like particulate within the sealed packaging of one of the products. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.